Manufacturer narrative:
Device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported plate was implanted into the patient¿s upper jaw on an unknown date. It was reported that a portion of the implant in the area of the alveolar was removed under local anesthesia on (B)(6) 2017 because the plate was exposed and infected. After the explanting surgery, the surgeon noticed that the explanted plate was decomposed appropriately. This complaint involves one (1) device. This report is for one (1) plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product development investigation was performed for the subject device: the explanted plate remnants show a degradation state which corresponds to a plate which was immersed in a physiological buffer solution for approx. 22 weeks in vitro. The explanted screws remnants show a degradation state which corresponds to pin/screw which was immersed in a physiological buffer solution for approx. 16 weeks in vitro. According to the information of the surgeon, the implants were in the patient from (B)(6) 2017 (operation) to (B)(6) 2017 (explantation); i.e. For 141 days or 20 weeks and 1 day. It is understood that the in vitro testing does only simulate the situation in vivo and the values cannot be extrapolated directly; but the implantation period of the presently measured samples corresponds closely to the respective values determined during in vitro degradation testing of comparable implants. This indicates that the explanted implants degraded as expected and no premature or delayed degradation occurred which potentially might have caused the failure. Conclusion based on the available data and examinations which were performed on the explanted and returned samples, no signs were detected that the implants in scope of the present investigation were not in compliance to the product specifications. Corrected data: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: physical manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.